Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system pump failed flow rate by +6.6%. There were no adverse effects reported.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for evaluation. The customer's reported problem was "failed flow rate +6.6%". A visual inspection revealed a pump in good condition. A review of the pump event history log revealed multiple high pressure alarm messages. Performed three separate delivery accuracy tests - all of which were within the pump's delivery accuracy manufacturing specifications. What caused the reported problem is unknown. Who caused the reported problem is unknown. No actions taken as no problem found.